Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set accidentally pulled on the tubing event on 26-feb-2026. No further information available.